Manufacturer narrative:
Evaluation summary: customer reported that the shunt touched to the iris after the surgery. There was no harm caused by this problem to the patient. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The device remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following an implantable filtration device surgery a surgeon reported that the shunt touched the iris at one week postoperatively. The surgeon noted a serous choroidal detachment at one week postop and cataract development at one year postoperatively. The shunt remains implanted.